Event description:
Upon follow up from the site, it was reported that two days following explant of the impella cp pump, pulses remained absent and a fasciotomy was performed. It was subsequently determined that the lower leg was not viable and a below knee amputation was completed two days later. It was suggested that the condition was potentially related to heparin induced thrombocytopenia, but this was not verified. The patient survived the operation.

Manufacturer narrative:
Additional narrative/information was added to b.2 and b.5. Additional coding added to h.6 to address subsequent medical treatment given to the patient to manage the condition. D.4 revised model number from the initial submission in accordance with updated procedures. E.1 facility name revised as previously entered incorrectly.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system-section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support, the patient lost flow in the leg, and in response to the condition, the patient was taken to the operating room for a washout and escalation to impella 5.5 pump support. The outcome of the patient was noted as unknown.

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible issue has been completed since the original report was submitted. The product was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.